Event description:
The suture was used during a laparotomy. Reportedly, five days post-operative, the pt had a rupture of the abdominal wall as the suture broke. The surgeon performed a re-operation and applied another suture to coorect the condition. The hosp has reported the pt's condition is satisfactory.